Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a coarctation of the thoracic aorta and a descending thoracic aortic dissection with gore® tag® thoracic branch endoprosthesis (tgu212110/16460122). It was reported the patient had a fever prior to the implant procedure. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent treatment for a pseudoaneurysm distal to the implanted gore® tag® thoracic branch endoprosthesis. There was a possible infection still present. The physician implanted an additional gore® tag® thoracic branch endoprosthesis (thu212110/16576646a). The patient tolerated the procedure. The physician is taking a wait and watch approach for the possible infection.